Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity was noted to be of 15%. The timeframe in which the estimated longevity change was observed has not been specified. A battery depletion (bd) alert was also noticed. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device remains in the possession of the explaining facility.